Manufacturer narrative:
Information was not provided. Approximate age of device ¿ 2 years (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It reported that the patient was transferred to prisma health from carolina pines secondary to acute motion sickness. Patient¿s daughter reported the patient had diarrhea for a few weeks and had not been eating. She also reported the patient had not been out of bed in 2 weeks. The patient began to worsen on (B)(6) 2019, and became unarousable on wednesday morning. Patient¿s suprapubic catheter reportedly had purulent drainage and was being treated with cipro per urologist. Patient admitted for subacute subdural hematoma and chronic recurring utis on (B)(6). CT of the head showed a left hemispheric subdural hematoma with midline shift. Patient¿s inr was 4.5. The patient¿s wife and daughter stated they did not want to pursue aggressive measures and wished to make the patient code status a do-not-resuscitate. Patient was placed on inpatient hospice on (B)(6). On (B)(6), per the patient¿s family¿s request, the patient¿s lvad was disconnected. The patient¿s family and family¿s chaplin were at bedside. The patient passed briefly thereafter. No additional information will be provided. No follow up questions will be answered as the ae was not device related as device functioned as intended per account.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient had diarrhea for several weeks, had not been eating, and how not been out of bed in two weeks. The patient¿s condition worsened on (B)(6) 2019 and they became unarousable on (B)(6) 2019. The patient¿s suprapubic catheter showed purulent drainage and was being treated with cipro. The patient was admitted on (B)(6) 2019 for subacute subdural hematoma and recurring urinary tract infections. The patient¿s inr was found to be 4.5 and a CT scan confirmed a left hemispheric hematoma with midline shift. The patient was made dnr status and the family elected to withdraw support. The pump was not explanted. The customer reported that the reported event was not device related and the pump had functioned as intended. The hmii IFU lists stroke, bleeding, and infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.